Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2014 with the following results:a visual inspection of the pump showed a cracked battery compartment. Evidence of moisture was observed in the compartment. The cap was able to be removed from the pump.the battery cap was damaged and the cap dimensions were found to b out of specifications. The pump failed a leak test. The cover was opened and no further moisture was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was alleged that the cap was unable to attach to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.